Event description:
It was reported that dissection occurred. The target lesion was located in the right coronary artery. A 2.75 x 24mm synergy xd drug-eluting stent (des) was advanced and deployed. However, after post-dilatation with a 2.75 x 12mm non-compliant (nc) balloon, a distal edge dissection was noted. The dissection was covered with a 2.75 x16mm synergy xd des and the procedure was completed. No further patient complications were noted.